Event description:
Additional information indicates that the impedances have been normal since this one-time out of range measurement. The physician does not plan to perform invasive testing at this time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock impedance measurement less than 20 ohms. No adverse patient effects were reported. No further information has been made available at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.